Event description:
It was reported that during a video assisted thoracic surgery lobectomy, on the 7th firing across the lung tissue, the device only partially fired, and then the staple line was incomplete. While using the second device on the 4th firing across the pulmonary artery, the device only partially fired, the staple line was incomplete. There was bleeding experienced, the amount is unknown at this time. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that one (B)(4) device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event description could not be confirmed as the device performed as intended and no cartridge reload was returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.